Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and completed the rewind. The customer with performing a self-test and it passed. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
History contains fault 37 motormotionalarm that happened 05/19/2023 06:40:17. This fault is triggered by function dm_checkmotordrivestatus, file delivery_msg_hndl_independent.c due to motor motion error. Traces start 05/28/2023 and do not contain mentioned issue. So, it may be happened during any motor motion: seating, coasting, stall etc. Traces start 05/28/2023 10:11:14, end 05/30/2023 09:29:40 due to safe shutdown initialized by user and do not contain fault 37. Note: there were additional faults that resulted sw reset. Analusis of traces show that 05/30/2023 at 09:15:49 user remover battery, and 10 minutes later, at 09:26:00 pump went to safe shutdown. After reset fault 23 postresetramcrcalarm was triggered due to corrupted ram in the main part of areas: main arm watchdog, main arm rf driver, main arm serial flash driver, main bl rtc/scheduler, main bl delivery manager, main bl notification manager, main bl rf manager, main bl reminder manager, main bl compressor task, main bl plgm task, main bl cl1 task, main bg, main cft. Fault 23 resulted sw application reset. After reset 05/30/2023 09:29:29 fault 23 was triffered again, with the same reason. It can be explained that battery was out of limit and as a result ram was cleared. Then pump restored normal work until user initialized safe shutdown. Problem isolated to the electronic assembly as per global logic analysis (esf (B)(4)). Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thus. Pump error 37 was found in the history files on 19-may-2023 at 06:40:17.00 due to a motor motion error. Pump was cut open to perform visual inspection and found evidence a corroded home switch and evidence of moisture damage on the pcba 1 and force sensor. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 37 confirmed in the history files due to a motion motor hardware error anomaly. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.